Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed with a combi stopper(the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The sample does not agree with our specification. We have informed our manufacturer accordingly. Received one used (half filled) easypump ii lt 100-50-s without packaging. This sample was contaminated with cytotoxic drugs. Complaint classified as not judgeable due to pump is blocked and further investigation flow rate is not possible. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pumps have not infused completely. Patients have therefore received only part of their treatment. Drug: 5fu. Date and time: (B)(6) to 17.30.